Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of reax1145 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when saline solution was infused from the white connector for checking the patency of the catheter immediately after the insertion, saline was leaked from the catheter. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l groshong catheter. Fluid residue was observed within the extension tubes. A small longitudinally aligned split was observed just distal of the white molded joint. The split occurred within a longitudinally aligned impression. Microscopic inspection of the split revealed coarsely granular and inward curving edges. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion; however, when flushing the white-luered lumen, a leak was observed emanating from the aforementioned split. Following longitudinal bisection of the catheter in the vicinity of the split, microscopic inspection of the inside surface revealed abundant longitudinally aligned abrasion damage. The inside surface damage was more extensive than the outside surface damage. The split characteristics and extensive internal surface damage were consistent with damage caused by abrasive contact between the catheter material and the stiffening stylet. Such damage can occur if the stylet is not wetted prior to removal and if the stylet is removed against resistance. The product IFU states ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed.¿

Event description:
It was reported that when saline solution was infused from the white connector for checking the patency of the catheter immediately after the insertion, saline was leaked from the catheter. There was no reported patient injury.